Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, noise was noted on the ventricular channel due to oversensing. The ICD was reprogrammed and will continue to be monitored. The patient is in stable condition.